Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05502. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. The patient was seen in the emergency room on (B)(6) 2019. All tests came back negative, and the patient was sent home the same day. The patient expired at home on (B)(6) 2019. Device remote interrogation noted the patient was in ventricular tachycardia (vt) multiple times between 8 and 10 pm on (B)(6)2019. The vt episodes were visible in the non-sustained episodes as well as the non-sustained right ventricular oversensing episodes (nsrvo). The non-sustained events had enough binned beats to store an episode but not enough to deliver therapy. The patient was also intermittently in vt in the nsrvo episodes but most of the intervals were not fast enough to be binned. The episodes were stored as nsrvo because the vt was undersensed. Device remote interrogation on (B)(6) 2019 also showed 2 episodes of non-sustained vt/ventricular fibrillation (vf) without therapy being delivered. The device session dated (B)(6) 2019 also showed right ventricular oversensing on the lead.